Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the remaining longevity estimate was not available. Analysis of the device memory indicated cardiac compass data was missing/invalid. Minor device memory issue causing invalid data for remaining longevity, rate histograms, and for lead trends. Some cardiac compass data missing/invalid for specific dates over 14m trend. Translated save to disk file has more data for weekly leads trend data. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device follow-up, the pacemaker did not show remaining longevity or the amount pacing. It was further determined that a static random access memory (sram) fault had occurred with the device. This did not affect functionality, and the implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.